Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. Stryker further evaluated the customers device and observed intermittent issues with the acpa and the cables. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
A customer contacted stryker to report that their device is not passing the self-test. They also report that the display of their device would appear and disappear and that it logged an event code which can be an indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.